Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a partial display on the insulin pump. The customer reported a dark circle was outlined beneath the time and date on the insulin pump's screen. The customer's blood glucose was 5.7 mmol/l. The customer stated the dark circle was still present after a battery insertion. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments/partially display due to bleeding lcd glass. The insulin pump passed off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop (idle) current test and run current test were in specification. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.